Event description:
It was reported to covidien on 04/11/2009 that a customer has a problem with a single lumen PICC catheter. The customer reports extravasation after placement for four days.

Manufacturer narrative:
(B) (4). An investigation currently underway. Upon completion, the results will be forwarded.